Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(4) 2018 reporting that the patient was reprogrammed around the electrodes with out of range impedances. The cause was not known. It was confirmed that the patient was getting good stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep was able to communicate with the ins and the controller, but the controller showed the ¿settings not available¿ message and the ¿out of regulations¿ message on the tablet. The rep stated that programming with the tablet went fine but they did see the out of regulations message and bypassed it to program the patient at 5.0 ma. When the rep was using the controller they were not able to increase past 4.2 ma. The rep stated they checked impedances and the patient did have two electrodes that were out, but they programmed around those electrodes. The patient had a 1x8 lead with occipital placement. It was reviewed the use of high therapy parameter can lead to high current draw resulting in oor. It was reviewed to consider checking impedances on programmed electrodes and changing electrodes that were currently providing stimulation. The rep stated the patient was at 300 pw, at a rate of 80 and they were using all electrodes except the two with impedance issues. Technical services reviewed decreasing the active number of electrodes and reprogramming. Technical services reviewed in range impedances, if elevated could trigger oor and it¿s possible impedances may decrease over time since the patient was just implanted. No medical symptoms were reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient could not feel stimulation with their current programming. An impedance check was performed and it showed that the manufacturer representative could only use contacts 4, 5, and 6. It was reported that some of the electrodes on that lead didn't work even before the new battery was implanted. When the rep tried to program the alerted electrodes, a oor message occurred. The rep programmed the 4, 5, and 6 contacts in different combinations for a, b, and c groups. Programming around the high impedances gave the patient adequate coverage of their painful areas. No further complications are anticipated.